Manufacturer narrative:
The event occurred on an unspecified date of year 2021. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line green caps of (2) amia cassettes were "knocked off" inside the bag. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.